Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose at that time was 139 mg/dl. Advised customer the insulin pump would be replaced. No further information provided

Manufacturer narrative:
The insulin pump alarmed for a button error due to flattened button dome switches. The insulin pump had a cracked display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.